Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysteroscopy while the devices were being applied to at the uterus, one unit had metal/foil shavings coming from the blade once the blade was use and the other one was not being visible beyond scope despite being fully inserted. Discontinued the used of the devices and replaced with polyp forceps to resolve the issue in order to complete the case. There was no patient injury.